Event description:
Procedure: lap chole. According to the reporter: the instrument made a grinding noise at the back portion of the squeeze and no clip was fired. The product was removed from the trocar and tried on the back table with no incident; however, when re-introduced into the pt, the same noise and no clip being placed occurred. When the clip applier did not work, the clips were scissoring. The scissoring clip partially tore the cystic duct. The procedure was completed with another clip applier.